Event description:
It was reported that at implant the thresholds displayed by the psa and the device were different. The physician noted a reading using a different psa was the same as the original psa. The physician elected to implant a different device of the same model.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.